Manufacturer narrative:
Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture . A product sample was received for evaluation. Visual and functional testing were performed. No discrepancies were detected. No root cause has to be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the customer was unable to successfully perform a suction using the product. They heard an air leak that they could not usually hear from the gap between the 15 mm connector on the patient's side. No patient injury was reported.